Event description:
A 200-micron thulium laser fiber was inserted to thulium laser machine. Laser screen stated laser fiber was "not identified". Laser fiber was removed, and laser machine turned off and back on. Same laser fiber was reinserted. Laser screen still stated, "not identified". Laser fiber was removed, and a second laser of the same size was inserted to the thulium laser machine and functioned properly.